Event description:
It was reported by the customer that a pyxis medstation es system pick and delivery report was not updating when a medication is dispensed, loaded or refilled. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the etl issue. A technical support specialist found etl cannot run due to service account not updated, updated service account in bd jobs due to which etl ran and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.